Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes (undisclosed). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the true metrix air meter did not power on when a test strip was inserted. Customer stated the battery had never been changed. The customer is using the correct battery in the correct orientation for the meter. The test strip lot manufacturer¿s expiration date is 11/17/2022; open vial date and product storage were not disclosed. During the call, the true metrix air meter powered on using the power button and when a test strip was inserted. During the call, a blood test was performed by the customer non-fasting and produced test result of 135 mg/dl using true metrix air meter; the customer was satisfied with the result obtained. At the time of the call the customer reported she was not feeling well and was having symptoms related to diabetes; the exact symptoms were not disclosed. Medical attention was not needed at the time.